Event description:
It was reported that the tip of the catheter sheath cracked, rendering it unusable. It was reported this occurred with three devices. This report addresses all three devices.no further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.